Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips to report that "not switching". It is unknown if there was patient involvement.

Manufacturer narrative:
.